Event description:
The technologist was performed an automated collimator exchange. The technologist unlatched the collimators from the detectors and when the technologist attempted to move the collimator away from detector 3, using the exchange cart, the collimator came off of the cart. The technologist tried to hold it to avoid it falling, but the technologist fell to the ground and injured his hand due to this hand being placed between the collimator and the head of the detector.

Manufacturer narrative:
(B)(4). The field service engineer (fse) performed collimator exchange tests on the system and discovered one of the pin pawls was difficult to secure due to the bushing ring being loose. The fse replaced all four bushings on the collimator to ensure secured connection. In addition, the fse also replaced the collimator cover due to damage. Further testing of collimator exchanges by the fse confirmed the system is functional. Because of the inherent nature of gamma camera design, which requires the removal and replacement of collimators, the systems design provides multiple mechanical, electrical and software fail safe mitigations to detect an improperly fixed collimator. In addition, the operator is instructed to visually inspect the collimator during the exchange before the system moves. The system provides software feedback during the collimator exchange process. Irix user's guide (453567909031 rev. B) instructs the operator how to correctly perform collimator exchanges (section 3). The following warnings are documented in the irix's user's guide: equipment safety (section 2 page 2 -18). "Always inspect the system for hazardous conditions or equipment malfunctions prior to operation. Watch for abnormal or inconsistent camera control operation, such as intermittent push button operation or interlock switch failure." "Upon discovery of improper conditions or equipment malfunctions, refer the problem to qualified service personnel immediately." "Always make sure that collimators are installed securely." Irix exchanging and storing collimators (section 3 page 3 - 32). Collimator removal: "8. Verify that the server/storer pins are aligned with the latching holes on the collimator." "Warning: equipment hazard. Misalignment can cause damage. If the collimator does not align correctly with the detector head, stop all motion immediately and contact your field service representative. Failure to comply will result in bodily injury and/or equipment damage." "Warning: you must complete steps 9 through 11 in the correct order. Failure to do so could result in personal injury or equipment damage." "14. Verify that all three collimators are unlocked from the detevtor heads and locked to the collimator server/storer." "Warning: equipment/personal hazard. System malfunction possibility. If the collimator does not separate smoothly from the detector head, stop all motion immediately and contact your field service representative. Failure to comply may result in equipment damage or personal injury." "Error message: collimator on head <1,2,3> suddenly became unlatched corrective action: contact local field service."